Event description:
It was reported that the customer was hospitalized due to low blood glucose of 24 mg/dl. The customer had lost consciousness. The customer stated that they had a condition where their blood glucose drops. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-26349.